Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member. Patient retrospective data was also provided and is currently under further investigation. This reported alarm event was discovered while the customer was reviewing retrospective data and was not observed from real time monitor data. This event investigation is underway. We will file a supplemental report when the investigation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient monitored with telemetry transmitter model 91341, receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for ventricular tachycardia (vtach) on (B)(6), 2014. No time was given for the event. No one was injured as a result of this event.

Manufacturer narrative:
The customer provided retrospective database confirmed the clinician¿s statement that there was ventricular tachycardia (vtach) alarms present in alarm history (a specific time was not given by the clinician). Onsite testing site of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications including the generation of both audible and visual alarms for vtach. The reported event could not be verified. This report is considered final and the issue closed.